Manufacturer narrative:
Field service engineer confirmed an ecal error on the collimator and assisted the customer in its replacement using service manual 710951. An ecal error, on this collimator means that one of the collimator motors was not functioning. In this event, the hut system is designed to produce a safety interlock on the sedecal generator to prevent x-ray. Fse verified proper operation of the unit per the service checklist and unit returned to full service by the customer.

Event description:
On (B)(6) 2011: customer reports that during an undetermined urology procedure the system fluoro failed. Staff moved the patient to another room, where procedure was completed by physician without further incident. No reported injury.